Event description:
It was reported that the pegs on back of duracon patella were not attached to implant.

Manufacturer narrative:
An event regarding crack/fracture involving a dura duration all poly pat sm was reported. The event was confirmed. Visual inspection was performed as part of the material analysis report (mar). The mar confirmed the three broken patella pegs. It is noted that much of the fracture surfaces were damaged by post fracture abrasion. Fatigue striations were also observed on the peg fracture surfaces. Burnishing and abrasion were observed on articulating surface of the patella. Burnishing is caused by adhesive/abrasive wear of the insert against the femoral component. A material analysis has been performed. The report concluded: "the patella pegs broke in fatigue. In-vivo service related damages to the articulating surface of the patella included burnishing and abrasion. These are commonly identified damage mode on uhmwpe inserts. There was no evidence of manufacturing or material defects on the returned tibial insert and the patella." Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The mar investigation confirmed that the three pegs on backside surface of the patella broke in fatigue and that there was no evidence of manufacturing or material defects on the patella. Additional information, including operative reports, progress notes and x-rays would be helpful to complete a more comprehensive investigation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the pegs on back of duracon patella were not attached to implant.